Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced a postprandial high blood glucose of 248 mg/dl after announcing a ¿more than usual¿ meal, followed by hypoglycemia to 49 mg/dl approximately two hours later, which was treated with oral carbohydrate (apples and peanut butter); the low lasted about 25 minutes and the preceding high lasted about one hour, with no professional medical intervention. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucose and return of glucose to target, with continued use of the ilet thereafter. Investigation included complaint intake review, user counseling on algorithm use, ketone action planning, backup therapy review, and education on cartridge and infusion set changes and bg run-mode. Investigation of this case revealed no device malfunction and was consistent with glycemic variability related to meal announcement and early adoption of the system. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.